Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 200ohms and high out of range pacing impedance measurements of 3000ohms. Additionally, there also appeared to be oversensed noise and high capture thresholds. The lead was suspected to be fractured. The patient with this lead will continue to be monitored. This lead remains in service. No adverse patient effects were reported.